Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with results obtained results of 200, 201, 202 and 219mg/dl. The expected fasting blood glucose test result range is 130- 170mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the study. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is 11/3/2017. The meter memory was reviewed for previous test result history: result 1 :200mg/dl date: (B)(6) 2017 time:10:16am fasting. Result 2 :168mg/dl date: (B)(6) 2017 time:4:31pm non- fasting. Result 3 :201mg/dl date: (B)(6) 2017 time:8:09am fasting. Result 4 :202mg/dl date: (B)(6) 2017 time:8:54pm non- fasting. Result 5 :219mg/dl date: (B)(6) 2017 time: 7:46am fasting. Customer just started to use this meter 3 days ago and since he used it he was getting high blood readings. He took his meter to the dr's office since his dr. Told customer that we could run a test on her meter and the true metrix meter. The dr.'s results, the customer stated, was 130mg/dl and he stated the true metrix was 170mg/dl. Yet when we went into the memory of the meter, there was no reading of 170mg/dl. I reviewed the correct way to do a side by side finger stick and he understood. The customer is also using alcohol on his fingers prior to sticking himself. Explained to wash hands prior to sticking himself. He also stated he used 2 other meters to check the true metrix and they were 30-40 pts lower than the true metrix.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 200, 201, 202 and 219mg/dl. The expected fasting blood glucose test result range is 130- 170mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the study. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is 11/3/2017. The meter memory was reviewed for previous test result history: result 1: 200mg/dl date: (B)(6) 2017 time:10:16am fasting, result 2: 168mg/dl date: (B)(6) 2017 time:4:31pm non- fasting, result 3: 201mg/dl date: (B)(6) 2017 time:8:09am fasting, result 4: 202mg/dl date: (B)(6) 2017 time:8:54pm non- fasting, result 5: 219mg/dl date: (B)(6) 2017 time:7:46am fasting. Customer just started to use this meter 3 days ago and since he used it he was getting high blood readings. He took his meter to the dr's office since his dr. Told customer that we could run a test on her meter and the true metrix meter. The dr.'s results, the customer stated, was 130mg/dl and he stated the true metrix was 170mg/dl. Yet when we went into the memory of the meter, there was no reading of 170mg/dl. I reviewed the correct way to do a side by side finger stick and he understood. The customer is also using alcohol on his fingers prior to sticking himself. Explained to wash hands prior to sticking himself. He also stated he used 2 other meters to check the true metrix and they were 30-40 pts lower than the true metrix.